Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 8, ultrafiltration volume 1669 ml. This meets overfill criteria. Product surveillance left a detailed voicemail message for the patients nurse relaying the iipv's found during evaluation of the home choice device.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of the device log revealed an increased intraperitoneal volume (iipv) that was confirmed in the logs and not duplicated during the baxter's product analysis lab (pal) evaluation. The device met specification related to the iipv found in the device logs. External & internal visual inspections revealed no problems. The cause of the iipv was undetermined. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).